Event description:
During a follow-up by the physician, the MFR was informed that the pt is in complete remission of gastroesophageal reflux disease (fully treated) and with no sequelae associated to the adverse event.

Event description:
Curon medical, inc. Was notified on 8/25/00, that 48 hours after a stretta procedure. The pt developed some upper abdominal pain and vomited forcefully on two occasions. On the second occasion of vomiting they brought up some blood. The pt was seen at a local hospital's emergency room, and hospitalized. The following day they were transferred to another hospital, where they remained until discharged. The pt experienced no further documented bleeding. A review of x-rays films provided by the local hospital, performed by the reporting physician and a staff radiologist revealed that there was an intramural sinus tract with no evidence of extravasation. A subsequent barium esophagram performed showed no evidence of any sinus tract, indicating full closure. The pt was discharged from the hospital uneventfully. The reporting physician saw the pt as a f/u on 8/28/00. Pt was doing extremely well, pt had no pain and has had no further bleeding. They have recovered from this sae with no ill effect. At no time did they require transfusion, surgery or other intervention. The bleeding was resolved with medical therapy.